Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia as well as insulin pump start beeping with picture of cross mark or open book image. Customer's blood glucose level was 51 mg/dl. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Critical pump error (open book image) alarm not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly.